Manufacturer narrative:
The device was returned for analysis. The reported ¿misfire [failed to deploy]¿ was confirmed as a cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
Subsequent to the initially filed report, the following information was received: an additional used prostyle device was received by the returned goods lab with a guide break. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated d4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a vessel closure of an unspecified access site was attempted using two prostyle devices. Reportedly, both devices experienced a misfire [failed to deploy]. An additional device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.